Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime, and displacement tests. The unit was stuck in the motor error alarm loop during bolus delivery and had a motor position encoder error alarm in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer's mother called in to report a motor error alarm and a motor position encoder error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.